Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the battery ran down and he couldn't get it to charge. The patient stated that the implant was charging very slow and the battery drained fast. The last time the patient successfully charged was over a year ago. The patient had poor communication and was directed to follow-up with a healthcare provider for the possible overdischarge. The indication for use was chronic low back pain. No patient symptoms reported.